Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report about an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015 on the thigh. The patient's mother did not report injury or medical intervention. It was reported that the sensor was inserted into the thigh. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. It was reported that calibration was not performed correctly. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: a. Do not calibrate if the out of range symbol shows in the status area. B. Do not calibrate if the glucose reading error symbol shows in the status area. C. Do not calibrate if your blood glucose value is below 40 or above 400 mg/dl